Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer stated that she had high blood glucose readings since her trainer changed the settings on her insulin pump. The customer stated that the pump gave less insulin during the day and also at night. The customer stated that she had high blood glucose reading since she woke up. The customer was unable to contact her health care provider regarding her settings for the insulin pump.